Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 13-mar-2019 with the following findings: a visual inspection of the pump revealed moisture damage in the battery compartment; the battery compartment was cracked. A leak test revealed a battery compartment leak. The returned battery cap had stripped threads and was unable to fit securely to power on the pump. A test cap was used for testing. The pump powered on with the test cap and the pump was exercised for 12 hours with no power interruptions occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter denied damage to the pump or the battery cap and stated there was moisture in the battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.